Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim/discolored display screen, and contamination under the button contacts. This report is made based on results of investigation completed on 11/07/2014.

Manufacturer narrative:
Evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. Additionally, there was evidence of contamination found under all button contacts. The buttons responded normally to button presses and there was no damage found to the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.